Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed low vacuum alarm. The rn called for assistance stating a low vacuum alarm has appeared several times over the last couple of hours on a cs300. She states no other issues have occurred and the patient¿s hr is not tachycardic. The nurse decides to change the therapy over to another iabp. Pump never stopped providing therapy. There was no patient harm reported.

Manufacturer narrative:
Firm providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) stated failure observed by end user multiple ¿low vacuum alarms¿. Examined fault log and observed numerous low vacuum alarms logged. Tested cs300 pneumatics and observed k8 leaking and failing k6a, k6, k7, and k8 leak test#1 and #3. Observed during power up ¿low vacuum alarm intermittently. Isolated failure to drive manifold assembly (0104-00-0018), replaced and corrected ¿low vacuum failure. Replaced expired safety disk (0997-00-0985-01). Unit passed all functional and safety tests per factory specifications, returned to customer. There was patient involved but no harm reported. The failure analysis and testing dept. Received part number 0104-00-0018. Drive manifold serial number (B)(6) with a reported unit failure of k6a,k6,k7,k8 leak test failing and intermittent low vacuum alarm. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018. Drive manifold serial number (B)(6) into the cs 300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat was able to replicate the failure of the drive manifold failing the leak test. When the unit was placed in the clinical mode to pump, the fat would see an intermittent low vacuum alarm. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure number (B)(4). The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. Failure analysis received from the supplier for the part. Please see attachment. They stated the part had a leak on k6. Root cause for this part is the leaking k6 solenoid. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
N/a.